Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a high priority critical battery alarm, which was most likely due to a communication anomaly between the battery and controller. Analysis of the device's lcd display revealed that it met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The lcd display worked as intended during bench testing. The most likely root cause of the reported event (the alarms) can be attributed to a communication error between the controller and the batteries. An internal investigation has been opened. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that patient called stating that he was getting a high priority alarm from his controller as a critical battery alarm. Patient reports that his batteries were both charged at the time and stated the screen was blank, he attempted to connect new, charged batteries to the controller and the alarm continued. The alarm resolved after another few minutes, however no further action was taken to resolve the alarm. Vad coordinator recommended a controller exchange. Patient tolerated the controller exchange well. Controller was replaced and no consequences to the patient. No further information is provided.